Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 32 mg/dl. The customer stated that he was at a static nerve therapy session and he went down. He did not know the perceived cause of the low blood glucose event. He stated that he was treated with glucagon while in the ambulance en route to the hospital. He reported that the insulin pump was working fine and did not experienced any issues since the event. He stated that he was only in the emergency room for 5 hours while he was observed. He also reported that he had low blood glucose levels often, and sometimes he would not hear alarms. He stated that when he missed alarms, the insulin pump would go into threshold suspend mode. He did not have time to troubleshoot the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.